Event description:
It was reported that two days after implant the patient called the office after they took off their bandage and reported there was some plastic looking thing sticking out from the wound. When the patient arrived at the office the nurse saw part of the implantable cardiac monitor exposed and the steri-strips that were over the insertion sight were missing. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis information - product ID# lnq11. The device was returned and analyzed and no anomalies were found. (B)(4).